Manufacturer narrative:
The events of infection, healing delayed, and inadequate tissue ingrowth are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. These events are being reported because medical intervention was required, although device-relatedness had not been established.

Event description:
Healthcare professional reported implantation of seri in the abdomen for abdominal wall reinforcement on (B)(6) 2013 during bilateral diep flaps surgery. Post-implantation, patient presented with cellulitis and a wound that "never healed". A diagnostic culture returned with (B)(6). Treatment included oral antibiotics, and exploratory surgery where the device was partially explanted on (B)(6) 2014. The device was discovered to be "unincorporated". The device remains partially implanted and in unavailable for return.